Event description:
Customer sent a medwatch form stating that during a endoscopic procedure, the staff nurse had difficulty advancing the colonoscope even though many attempts were made. During the procedure, power was temporarily lost due to a local storm. However, the generator immediately powered up and auxiliary power was available in approx. Eight seconds. According to the report, no attempt to advance or withdraw the scope was made during the power outage. The pt began to experience respiratory distress and the abdomen became distended. A staff member inserted an oral airway which the pt pulled out. The physician ordered the procedure terminated and the pt was sent to ICU with portable oxygen. An x-ray was taken and a perforation was noted. A paracentesis and an ileocecal resection were performed to repair the perforation.